Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia, with the ilet displaying high for approximately three hours while using a dexcom g7, and the user declined a confirmatory meter check; the user attributed the event to infusion set adhesion issues, performed a tubing-only supply change, and resumed insulin delivery after troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting guidance and user education regarding infusion set and supply change. Investigation of this case revealed that the cause of hyperglycemia remained unclear given the absence of confirmatory meter data, with a plausible contribution from infusion set or adhesion difficulty impacting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.